Event description:
Worker experienced whitening of the skin of the right hand near the thumb after touching the shelf in the sterilizer as she loaded instruments. The worker washed her hands and the symptoms resolved in one day. Medical attention was not sought. The vaporizer plate was not in place.